Manufacturer narrative:
(B)(4). The device was requested but not yet received. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the customer: "when the clamps were removed, they then received a red disposable circuit error. There were no audible alarms, no rpms being generated, just the red message with circuit disposable error. At this point the patient went into bradycardia so they removed the disposable to put disposable on the hand crank. Once that was achieved the patient recovered while hand cranking. However, there seemed to be a problem attaching the disposable to the hand crank." (B)(4).

Manufacturer narrative:
The hls module 7.0 returned to the factory was investigated in the decontamination / complaints laboratory. When the product was unpacked, it was discovered that it had been damaged - the luer lock connector on the blood outlet side was broken off. As the customer had not mentioned this or any indication of a leak of any kind in their complaint report, this damage must have occurred during transit. The broken luer lock connector was still attached to the tubing. The module was rinsed with sodium hypochlorite solution. Following consultation with the responsible quality assurance engineer, the broken luer lock was glued back in place and the oxygenator was glued to seal it. Then the module was connected to a cardiohelp device. No issue was found regarding mechanical fixation of the disposable to the cardiohelp device. A circuit was set up and filled with water. All parameter values were displayed normally on the cardiohelp display with the exception of part. The rpm value was displayed too. The part sensor was checked and no anomalies were found. No error codes or messages were generated on the cardiohelp device. The hls module was then connected to the hand crank with no issues, and the rpm value was shown as expected. No similar complaints were found in the complaints database, and a DHR review revealed no anomalies. A product malfunction, systemic issue or manufacturing problem is not indicated.

Event description:
(B)(4).